Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off in the night. The customer state they believe the pump battery is depleting quickly. The customer's blood glucose (bg) level was impacted (525 mg/dl). A manual injection was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.